Event description:
The customer reported the patient's oxygen saturation decreased and cuff leakage was observed in the tracheostomy tube. A non-routine replacement of the tube was required and the patient's oxygen saturation recovered. The tube was discarded.